Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional info is obtained.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. When the cup was threaded onto the offset shell impactor, the scrub technician noticed multiple pieces of a black material inside of the internal foil packaging of the acetabular cup implant. The foil pouch was being used by the scrub technician to screw the acetabular cup onto the impactor in order for the technician to avoid touching the cup with their hands. The acetabular cup and the foreign material were segregated and the offset impactor was rinsed with sterile irrigation. A new cup was opened and the case was finished successfully.